Event description:
It was reported that we are experiencing problems with the 3-way connectors. When injecting the contrast medium during a CT scan, the screw thread on the patient catheter side comes loose and the contrast medium leaks out of the catheter.¿ this incident has occurred three times with three different operators. The contrast medium leaks from the ¿tube¿ section just before the screw thread, and this happens during the injection, not immediately; yet the pressure is not very high.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.